Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed.. The hdf-3500 passed ¿out qat from heartsine technologies on the 1st march 2018. Upon receipt, the +ve terminal pogo pin could only spring back partially into position, indicating the pin had failed. This had resulted in the device failing self-tests due to low battery, as confirmed upon receipt. The user would have been alerted with ¿warning, low battery prompts, alongside a flashing red status led. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in voltage fluctuations in the device memory and the subsequent low battery fails from the 23rd october 2018. The faults could not be replicated with a new +ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
Low battery prompt. There was no patient involved in this event.